Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was removed. And the plug assembly was inspected, no issues observed. Sim vivo test was performed, and results were within specification. No malfunction or product deficiency was identified. Section d3: (email), and section g1: have been updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported, a "defective sensor" and error message when scanning the adc freestyle libre 2 sensor. As a result, the customer stated, an alarm did not alert. On (B)(6) 2020, the customer lost consciousness. And was unable to treat themselves. Hcp contact was made and the customer was provided intravenous insulin for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "defective sensor" and error message when scanning the adc freestyle libre 2 sensor as a result, the customer stated an alarm did not alert. On (B)(6) 2020, the customer lost consciousness and was unable to treat themselves. Hcp contact was made and the customer was provided intravenous insulin for treatment. There was no report of death or permanent injury associated with this event.